Event description:
It was reported the device could not be interrogated. The battery was depleted. The patient had never followed up after the device was implanted. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.